Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. No wireless usb adapter was returned. Visual inspection of returned material revealed no discrepancies or discernible damage. Unit booted up correctly to the wi-fi connection screen on the handheld as intended when powered on with the test wireless usb adapter installed. The handheld froze occasionally when the unit was in the process of searching for wi-fi networks. A network error was never displayed on the handheld throughout entire interaction with the unit. Multiple occurrences of a network error were recorded in the logs on the cardiomemshf backend website. The use of terminal application commands provided no evidence of corruption with the compact flash card, patient readings, or log files. Examination of the wi-fi configuration file wpa_supplicant.conf in the directory path /etc/wpa_supplicant/ using the terminal revealed no issues. Unit passed the gsm modem and time check test steps in diagnostic test. Unit passed all signal acquisition portions of the diagnostic test and confirmed no issues were found. Complaint of ¿wi-fi issues¿ determined to be confirmed. Root cause of unit¿s inability to connect to the network with wi-fi attributed to an intermittent software issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the patient was evaluated in the emergency department for volume overload, shortness of breath, and fatigue and required IV diuretics. The patient was discharged home the same day and is in stable condition. The healthcare provider confirmed that this adverse event was due to the patient not being able to transmit readings when using the patient electronic system causing the patient to be under treated. As of (B)(6) 2026, the patient has been able to successfully transmit patient electronic system readings with no additional issues.